Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that matrix drawer6 had failed, and the customer was unable to recover the failed storage space. A syringe was found behind the drawer, preventing it from fully latching when closed. The obstruction was removed, and the drawer was tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. Drawer failed to close and unable to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.